Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4) applies to lead (lot# unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient thinks their lead may have moved because they weren't feeling stimulation and had to turn it up higher than 2 yesterday because they weren't improving. During the call, the patient was changed sides. The patient also rated the evaluation a 3 and said their bowels have been worse since evaluation start. No further patient complications have been reported as a result of this event.